Event description:
It was discovered during the device inspection that the subject device had nozzle blockage and the plastic distal end (c-cover) had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.